Event description:
It was reported that during an unk procedure, the white pad on the blade came loose. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.